Event description:
The event was identified during a review of the pmcf lumbar interbody study, the report identified that on (B)(6) 2023 a patient underwent a two level transforaminal lumbar interbody fusion and osteotomy procedure at l4/5 and l5/s1 with posterior fixation l4/s1. On (B)(6) 2024 during follow up a lumbar CT scan and MRI noted the right l4 screw showed lucency as well as graft migration. On (B)(6) 2024 a revision took place where an anterior lumbar interbody fusion at l4-s1 with graft removal and l2-s1 posterior extension of fixation.

Manufacturer narrative:
No device was returned for evaluation and no radiographs were available for review so the complaint could not be conformed. The patient's postoperative physical is unknown. The patients bone quality is unknown. Review of the reported event noted that follow up imaging identified the interbody had migrated and was revised with another product. Due to a lack of information provided the root cause could not be determined however implant selection and placement as well as space preparation and postoperative excessive physical activity are suspected as possible cause or contributors. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation.". "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly.".